Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the left wheel lock assembly will not engage against the wheel assembly.